Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg charger would only locate the ipg intermittently. Reportedly, the charger would connect for approximately two minutes then it would disconnect. A replacement charger sent to the patient did not resolved the issue. Follow up identified the patient's scs ipg no longer communicated with external devices and appeared to be inoperable as the patient programmer displayed a communication error. Surgical intervention may be taken as the next course of action.

Event description:
Follow up identified the patient had her scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.